Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The control pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported technical error code. Since no parts were returned for investigation, the root cause of the event has not been determined.